Event description:
Caller reported blood glucose results 400 mg/dl and 190 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 226 mg/dl, 32 mg/dl, and 360 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's meter (B) (4) was returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. One of the readings the customer reported was found in the meter's memory.